Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood blucose results were 7.2 mmol, 4.2 mmol meter to lab. Tests were done within 10 minutes with a difference of 54 mg/dl. Patient did not experience any adverse events. No further information has been reported.